Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked case corner of belt clip rails, cracked keypad overlay at select button, fading serial number label, damage keypad overlay texture and minor scratched lcd window. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected and insulin pump stopped working. Customer¿s current blood glucose was 64mg/dl. Customer performed troubleshoot and notification light stopped flashing immediately. Customer declined troubleshoot for low blood glucose. Customer advised to discontinue use of insulin pump and refer to back up plan. Insulin p7ump will be return for analysis.